Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced gel bleed on the left breast implant. The physician observed a large amount of gel bleed on the left implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 150cc gel implants, catalog # 3501501bc, (B)(6) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 62 year old female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced gel bleed on the left breast implant. The physician observed a large amount of gel bleed on the left implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 150cc gel implants, catalog # 3501501bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device. Gel was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.7 cm on the anterior aspect. No other anomalies were discovered. It is not possible to identify a microscopic leakage since the device was rented and covered in gel. Complaint was not confirmed. Gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).